Event description:
Trials did not match implants.

Manufacturer narrative:
An event regarding length discrepancy between trial and implant involving a (B)(4) trial extension piece was reported. The event was confirmed. Device evaluation and results: dimensional inspection indicated that two igs features were out of specification. Medical records received and evaluation: not performed as no medical records were received. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. The investigation concluded that the length discrepancy between trial and implant was caused by an out-of-specification (B)(4) trial extension piece.